Manufacturer narrative:
Investigation summary: no product returned for evaluation. Temporary pump stop: clinical details noted that overnight 3 days into support the pump had a sudden increase in motor current then stopped. Pump was able to be restarted at p-3 with increased motor current. Data logs were reviewed and lt logs showed a motor current spike at time of pump stop with alarms #115 and #13. Pump was able to be restarted and lt log showed increased purge pressure and saturated flows for approximately 12 hours after alarm. The cause of the temporary pump stop was due to biomaterial ingestion based returned data log analysis. Device history (lot). Device lot: 1930314. Device history (batch). Subcomponent lot: n/a4. Device history review. Pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The user facility reported patient had a 5.5 pump placed to support the surgical patient. The 5.5 was found to stop on day 3 and was able to be restarted. The restarted pump had higher "current consumption" prompted the team to wean and explant the 5.5 pump after the 3 days of support.